Event description:
It was reported that the right atrial (ra) lead had dislodged into the ventricle. During the lead revision it was found that the ra and right ventricular (rv) leads had somehow adhered to one another because when the ra lead was pulled back on the rv lead would come along with the ra lead. It was noted that the ra lead helix was not causing the leads to be stuck together because the helix was able to be completely retracted. The ra lead was repositioned and ra and rv leads both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing lead 2012 (B)(6); vedr01 implantable pulse generator 2012 (B)(6). (B)(4).